Event description:
Avelox was being piggybacked through primary fluid of ns. Avelox backed up into ns 1000ml bag. Anelox and ns hung properly. Avelox is yellow in colar so ns bag turned yellow. Set or pump malfunctioned.